Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported tortuous anatomy that made placement difficult, and the long sheath was kinked during implant. The impella cp device was removed to exchange for short introducer and the purge system open alarm sounded. A diagnostic catheter was performed and revealed that the patient has severe triple vessel disease. The physician decided to replace the device with another impella cp. The replacement device was successfully placed. No further information is available.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella cp with smart assist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The returned pump was connected to a lab purge cassette, system was purged, and no open purge or purge disc failure alarms triggered. The purge values were within specification at 5.8 ml/hr and 577 mmhg. The cause of the purge issue was not determined since the purge cassette was not returned and lack of clinical information. The issue was unable to be reproduced on the returned pump and the clinical reported that replacing the aic did not resolve the issue. Delivery issue/introducer damage: this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-19198. G1 reporting contact email revised on manufacturer device report 1220648-2024-19198 in accordance with updated procedures.